Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. The device was at end of life (eol) voltage level when received. The device image was analyzed and high current was noted on the device hybrid. Electrical testing performed after cutting open the device and high current from the hybrid was observed. An anomalous integrated circuit (ic) on the hybrid was revealed to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the device was explanted and replaced after the clinician received an electronics performance indicator (epi) alert. The patient was in stable condition. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.